Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical products: concomitant micro clave connector and nonbd ext set were used.

Event description:
The customer reported a leak of lipids where the nonbd connector is attached to the tubing while connected to a patient. The leaking substance was noted to be clear, colorless, odorless and jelly like. The lipid infusion was stopped and tubing replaced with no patient harm.

Manufacturer narrative:
The customer¿s report of a leak of lipids where the non-bd connector (determined to be a microclave) is attached to the tubing was confirmed. Visual inspection after initial testing observed that the connection between the syringe psd microbore set¿s female luer and the male luer side of the microclave connector was not fully tightened. Both of the components were inspected under a microscope with no damage observed. Functional testing observed a leak at the location between the suspect syringe psd microbore set¿s female luer and the male luer side of the microclave connector. After the sets were re-tightened securely, no leaking was identified during functional testing. Dimensional analysis performed on the female luer was within specification. The root cause of the leak was confirmed as being due to the connection between the suspect syringe psd microbore set¿s female luer and the microclave male luer side not being fully tightened.

Event description:
The customer reported a leak of lipids where the nonbd connector is attached to the tubing while connected to a patient. The leaking substance was noted to be clear, colorless, odorless and jelly like. The lipid infusion was stopped until pharmacy delivered the night dose of lipids, and tubing replaced with no patient harm.